Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level. The customer successfully completed the cartridge loading process and resumed insulin delivery. Technical support instructed the customer to inspect the pneumatic tap area but found no issues. Replacement cartridges were sent to the customer upon request.